Manufacturer narrative:
H3: the device 97755-s recharger (rtm), serial number (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger antenna and software problem, cannot continue, call medtronic message was seen. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that since they got the implant they have been having issues with the recharger. Caller stated that the controller will sizzle every time they plug in the recharger to charge the implant. Caller confirmed that it only happens when the recharger is plugged in and not the ac power supply. Caller stated that occasionally the paddle part will get hot, and they can feel it through their shirt. Caller added that today they were trying to recharge the implant when the controller just went completely dead. Caller added that they spoke to manufacturer representative (rep) today and was told to call patient services. Agent had caller reset the controller battery. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.